Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
One used bravo capsule was received without the bravo delivery system. The bravo capsule was inspected visually for external damage, and no damage was found. A root cause cannot be determined at this time because although the capsule was returned the delivery device used to attach the capsule to the esophagus was not. Investigation of the delivery device could not be performed. The investigation is inconclusive.